Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Factors that may contribute to a backwall stitch include, but not limited to vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. The patient effect of occlusion is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D1 correction: brand name updated d2a correction: common device name updated d3 correction: name, address updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to greater than 8.5f and the evar procedure was completed. Reportedly, after the knot was advanced completely, imaging confirmed that there was no blood flow at the puncture site. Post wall suturing occurred. The sutures were surgically removed. The physician commented that it was possible that both sutures captured the back wall of the artery. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.